Manufacturer narrative:
(B)(4). The sample was not returned for evaluation and the lot number is unknown, therefore, a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unknown access extension set came apart from the hub connection. There was no patient injury or medical intervention associated with this event. Additional information was requested and is not available.